Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a laser lead extraction was scheduled due to loss of atrial capture. An x-ray revealed dislodgement. The atrial lead was explanted without any issues or complications. The patient was stable.